Event description:
The customer reported that the system was arcing and shut down without command. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage tank, filament drive, generator drive, generator interface board, and the high voltage regulator board were replaced during the service call. The system was tested and found to be working as intended and put back into service.